Manufacturer narrative:
Examination of the submitted tibial block confirmed breakage in zone 2. Review of the design file confiirmed the segmentation, proposal design and block were designed to trumatch specifications. A device history record review was performed and no related discrepancies were discovered during this review. Follow-up correspondence found a depuy non-recommended saw blade was used during the surgery. The root cause is attributed to user errror. No evidence was found indicating trumatch product error was a contributing factor to the breakage and the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial cutting block broke while sawing. A non-whale tail 1.19 stryker blade was used. No piece left in patient. No surgical delay.